Event description:
A distributor in (B)(6) reported that they received two (2) rt105 adult inspiratory-heated breathing circuits with a missing component. The distributor noticed that a component was missing from each of the kits prior to pt use.

Manufacturer narrative:
(B)(4). The rt105 breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The returned rt105 breathing circuit kits were visually inspected for missing components. Results: inspection of the complaint device confirmed that a circuit clip was missing from each of the breathing circuit kits. A lot check revealed no other complaints of this nature for lot # 091104. Conclusion: each breathing circuit package consists of a number of components grouped together during production. It is likely that operator error has resulted in the omitted clips. There are standard operating procedures (sops) in place to assist the operators on the production line correctly pack breathing circuits. This consists of a specific pack card detailing all components required which must be displayed at the packing station. (B)(4).